Event description:
It was reported the device battery voltage at interrogation in the office was 2.61 volts and the nightly battery voltage per the reported device data was 2.96 volts. No patient complications were reported as a result of this event.

Event description:
It was reported the device battery voltage at interrogation in the office was 2.61 volts and the nightly battery voltage per the reported device data was 2.96 volts. It was subsequently reported the device was removed and the patient upgraded to another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.93v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. Performance data collected from the device was analyzed. On (B)(6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.93v.